Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional electrophysiology (ep) ablation procedure. Reportedly, upon pressing the plunger, a "crack" noise was heard. When the plunger was removed, no suture was found [cuff miss]. When closing the foot in order to remove the device, there was difficulty. The device was then removed without issue. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 10.5f sheath, and the ep ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported suture retrieval issue was confirmed. The reported difficult to close the foot and noise were not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or suture pulled until it breaks contributed to the reported suture retrieval issue. The reported noise was likely due to the needle and cuff did not engage. However, this cannot be confirmed as the needles and cuffs were not returned. The difficulty to retract the foot was likely caused by tissue, or suture caught in the foot, or posterior tip partly deployed in the foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.